Event description:
It was reported that during an implant attempt, repositioning of lead several times resulted in helix being extracted and retracted on each attempt. It was also noted upon extracting the lead, the helix would not retract. After several failed attempts, it was decided to explant and replace the lead. The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and analysis revealed that the lead was stretched. The inner insulation was kinked/buckled, there was blood in/on the helix mechanism, and the lead was damaged at implant. Visual analysis noted that the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly.